Event description:
A healthcare worker experienced a burn consisting of painless whitening of the skin on a finger afer touching a package in a load after the cycle completed. The worker did not seek medical attention and the symptoms resolved within one day. The vaporizer plate was not in place at the time of the event.